Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿defective components from the supplier¿. It is unknown whether the device had met relevant specifications. The product was not used by the patient. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review is not required because a review of the label could not have prevented this issue. Corrections: d,g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was a metal piece in the center of the leg bag could not use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a metal piece in the center of the leg bag could not use.